Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed one incoming functional test. Incoming functional test failure was retested ten times and all passed. Intermittent operation noted. Analysis also found that the main clear cover was missing and that the lower case and one side bail cover were contaminated. There was no battery returned with the device. This device was included in that field action, and returned product testing found the device did perform as described in the field action. (B)(4).

Manufacturer narrative:
Further analysis was performed on the main printed circuit board (pcb) and interconnect flex. Visual inspection revealed no anomalies. Bench analysis found all low battery electrical tests met specifications. Conclusion: could not confirm the intermittent failure reported during repair of the device. Correction: this device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.